Event description:
This patient underwent surgical intervention and this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This product passed all testing and no product characteristics were identified, with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device passed all testing completed.

Event description:
This patient underwent surgical intervention and this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown reason. No additional adverse patient effects were reported.